Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
On 2015 (B)(6), information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine 40mg/ml at 14.67 mg/day and dilaudid 15mg/ml at 5.5 mg/day via an implantable pump for spinal pain. On 2015 (B)(6), during a refill, the initial aspiration was coming out really, really, really slowly. The expected reservoir volume was 6ml and the actual reservoir volume was a little over 5ml. Following aspiration, the hcp pushed drug in but it was very, very difficult to push in. They were able to inject about 6ml. The company representative questioned the presence of air in the reservoir, so they pulled the medication back out. The hcp made sure to hold back the empty syringe to the 20ml mark for 1-2 minutes. This was again difficult and then they were not able to inject or aspirate anything. The fluid was nearly clear but slightly tinged. No precipitant was seen. The hcp then got a 5ml syringe with 2-3ml of saline and push the fluid with force into the pump. The force caused the tubing to disconnect from the needle. However, they were able to reassemble the needle and push fluid into the pump and aspirate fluid from the pump with ease. The issue had resolved. The hcp reported that slower aspiration/injection had occurred at one other point,but was resolved. No patient symptoms were reported. If additional information becomes available, a follow-up report will be submitted.